Event description:
It was reported there was premature battery depletion. It was stated that the battery was dead and confirmed the device was not functioning. It was also stated the patient had to go through the surgery again and have the system replaced, which the patient was not happy about. The implantable neurostimulator (ins) replacement surgery was scheduled for (B)(6) 2013. The patient noted she recently had an MRI of her brain and cataracts surgery done.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0874z, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0874z, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information stated the cause of the event was due to the leads and ins because of high impedance readings. It was stated it was not known if it was the ins or the lead, since the lead was tightly coiled. The lead and ins were explanted and replaced on (B)(6) 2013. It was noted there was no evidence of infection in the pocket, the lead was tightly coiled, it was assumed to be the lead but the doctor did not want the patient to come back again if it wasn't the lead so they replaced the ins and the lead. It was stated pre-op symptoms returned, and there was no injury or hospitalization noted with the event.